Manufacturer narrative:
It was reported to abbott, during spinal cord implant, during the insertion of the leads, the physician noticed dural fluid draining and felt it best for the patients¿ safety, to abort the procedure. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.

Manufacturer narrative:
Date of event estimated. It was reported to abbott, during spinal cord implant, during the insertion of the leads, the physician noticed dural fluid draining and felt it best for the patients¿ safety, to abort the procedure. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000138752."

Event description:
It was reported that the patient was having a spinal cord implant. During the insertion of the leads, there was dural fluid draining. For the safety of the patient the procedure was abandoned. The patient did not complain of any symptoms and is doing well. Investigation was unable to determine which of the leads attributed to the event.